Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with the naked eye was performed which noted a black particulate matter stuck on the outer pouch of the product and not in the fluid pathway of the device. An underwater pressure test was also performed with no issues noted. The reported condition of particulate matter inside sterile fluid path was not verified. The product was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Expiration date: november 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black spot was found on a homechoice cassette (tubing). This was observed prior to using the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.